Event description:
The facility sent a fax that stated the surgeon implanted a cc4204bf plate collamer lens. The lens was removed and the surgeon switched to a 3 piece lens to complete the surgery. No pt injury. The injector and cartridge model and lot numbers were not provided by the facility. Additional information has been requested, but none has been forthfoming from the user facility.